Event description:
It was reported that a consumer went to the doctor to get new contact lenses and was advised to use the solution to store his lenses in at night. On (B)(6) 2015, the consumer soaked his lenses in the cup that came with the solution and allowed them to sit overnight. The next day, about 12 hours later, the consumer attempted to insert his left lens. He stated that he was immediately blinded and it burned really bad. The consumer states that his eye was swollen shut and blood red about 10 minutes later. He went back to the doctor on (B)(6) 2015 and was told that he burnt his "retina" and then the doctor put numbing drops in his eye to help with the pain. The consumer went back to the doctor on (B)(6) 2015 and the doctor said that he burnt his eye pretty bad, and wants to see him again in a week. Additional information has been requested but not yet received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).